Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4)

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms resulting from a possible fracture, however the lead impedance values were not subsequently stored in the device. In addition, it was noted that the rv lead exhibited almost constant t-wave oversensing (twos). The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.